Event description:
The 6" blade clip missing from device. When the time came to harvest the graft, the surgeon could not harvest any skin on the 0.10mm setting he wanted; it took roughly 20 minutes before the surgeon decided to go ahead with the procedure. During this time, the patient was being anesthetized. The surgeon had to use 0.25mm to harvest the graft.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.